Event description:
It was discovered during the patients lead revision [related manufacturer reference number: 1627487-2025-04202] on (B)(6) 2025 that the set screw had disconnected from the header of the ipg. As a result, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.